Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient's implantable cardioverter defibrillator exhibited farfield r-wave oversensing and multiple mode switches. Programming changes were made which resolved the oversensing. The device will continue to be monitored.